Event description:
It was reported that during the device replacement procedure for elective replacement indicator (eri) the physician noted damage to the lead insulation. The lead impedance was low. The physician capped and replaced the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).